Event description:
The baxter service tech reported an infusion pump with failure code 13. The hosp rep stated they have no rcord of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.